Event description:
Customer reported that every other day the system will not take exposures or the exposure is black. Intermittently occurs during a case. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and re-conditioned the x-ray tube. System operates as intended.